Event description:
It was reported that during the case the bottom left anchor got stuck in the inserter and would not advance into the bone and deformed significantly. Osteophytes were present and the pilot cutter was used. The cutter tip was visibly damaged.it was incredibly difficult to unthread the inside shaft to remove the inserter from the cage. The damaged anchor was retrieved and the case was completed with 3 anchors implanted.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned device threading was confirmed to be deformed upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the root cause is likely due to the damaged thread of the returned inner shaft

Event description:
It was reported that during the case the bottom left anchor got stuck in the inserter and would not advance into the bone and deformed significantly. Osteophytes were present and the pilot cutter was used. The cutter tip was visibly damaged. It was incredibly difficult to unthread the inside shaft to remove the inserter from the cage. The damaged anchor was retrieved and the case was completed with 3 anchors implanted.